Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of a green image was confirmed and a noisy image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) is broken and therefore the image is green. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the r-unit is broken and therefore the image is green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had noise in image and color issue. The issue had occurred during set up there were no reports of patient involvement.